Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was over 600 mg/dl at time of incident and current blood glucose level was 305 mg/dl. The customer blood glucose was 331 mg/dl and 400 mg/dl - 450 mg/dl. The customer had symptoms such as muscles tighten up and hurt. The customer was treated with manual and bolus. Customer stated that everytime they had to put a new sensor and hooks up when it gets activated and blood glucose can go 200 mg/dl to 500 mg/dl. Customer declined troubleshoot for high blood glucose level. The customer was advised if he would like after this does not resolve the issue he can always call back the helpline to do high blood glucose level troubleshoot on the pump. The insulin pump will not be returned for analysis.